Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm noted. Insulin pump received with minor scratches on lcd window, cracked reservoir tube lip, cracked belt clip slot, broken battery tube threads, and missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed button error. The customer's blood glucose was 8 mmol/l. The device was replaced. Nothing further was reported.

Manufacturer narrative:
.